Event description:
The physician reported that during the follow-up on (B)(6) 2014, some inappropriate shocks were observed when reviewing the stored episodes of the associated ICD (paradym dr 8550, s/n (B)(4)). Considering the associated fsca on isoline, the physician decided to replace the lead, which was left in-situ. The following measurements were also indicated: rv coil continuity; 412 ohms, svc coil continuity: 419 ohms, ra: 648 ohms, rv: 412 ohms. Battery voltage 2.9 v.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA (B)(4) production system account. This emdr has been sent shortly after our production system approval.

Event description:
The physician reported that during the follow-up on (B)(6) 2014, some inappropriate shocks were observed when reviewing the stored episodes of the associated ICD (paradym dr 8550, s/n (B)(4)). Considering the associated fsca on isoline, the physician decided to replace the lead, which was left in-situ. The following measurements were also indicated: rv coil continuity; 412 ohms, svc coil continuity: 419 ohms, ra: 648 ohms, rv: 412 ohms. Battery voltage 2.9 v.

Event description:
The physician reported that during the follow-up on (B)(6) 2014, some inappropriate shocks were observed when reviewing the stored episodes of the associated ICD (paradym dr 8550, s/n (B)(4)). Considering the associated fsca on isoline, the physician decided to replace the lead, which was left in-situ. The following measurements were also indicated: rv coil continuity; 412 ohms, svc coil continuity: 419 ohms, ra: 648 ohms, rv: 412 ohms. Battery voltage 2.9 v.

Manufacturer narrative:
The final investigation report was inadvertently excluded from the previous follow-up MDR submission. (B)(4).

Event description:
The physician reported that during the follow-up on (B)(6) 2014, some inappropriate shocks were observed when reviewing the stored episodes of the associated ICD (paradym dr 8550, s/n (B)(4)). Considering the associated fsca on isoline, the physician decided to replace the lead, which was left in-situ. The following measurements were also indicated: rv coil continuity; 412 ohms, svc coil continuity: 419 ohms, ra: 648 ohms, rv: 412 ohms. Battery voltage 2.9 v.